Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they turn on the stimulator and feeling electricity going down their leg and all over the body from waist down. Patient asked if they are able to turn therapy off and if controller need to be on when ins is off. Patient services (ps) asked if patient had fall or trauma and patient said no. Ps asked patient to connect with controller and controller showed ins 100%, controller 80% charged. Ps reviewed device function and reviewed patient could decrease stimulation or turn therapy off and consult with her healthcare provider for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that since (B)(6) 2019, the patient had been experiencing shocking sensations from their waist down and the patient¿s implantable neurostimulator (ins) was in her right hip. The patient noted that it was a little tingling at first down her legs but then got worse and they stated that she was scared because it was uncomfortable. On the day of the report, the patient was afraid that it would give her a heart attack, so she turned the stim off. An appointment was scheduled for (B)(6) 2020 with the healthcare professional (hcp). There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. The patient didn't know the cause of the issue and no tests were done. The rep fixed the problem and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.